Manufacturer narrative:
Concomitant product(s): a 457453 lead, implant date: (B)(6)2003. A 429688 lead, implant date: (B)(6)2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited a gradual rise in pacing impedance measurement. The lead was capped and replaced. No patient complications have been reported as a result of this event.